Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room with inappropriate shocks for svt; the rhythm was discriminated as vt. The patient will be monitored with routine follow-up.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. It was determined that the device behaved as programmed during therapy delivery.